Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-beam damaged and with the distal pin not on device. During mechanical testing, when the jaws opened and closed, but when the knife blade was advanced and was retracted when the jaws were opened. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The device was disassembled and the bottom of I beam roller fell off. The damaged I-beam may have caused the issue of the jaws not opening and closing.

Event description:
It was reported that during a hemicolectomy procedure, the wheels on the knife blade fell off while attempting to advance through tough tissue. The pieces were retrieved and another device was used to complete the procedure. There was no adverse consequence to the patient.